Event description:
Philips received a complaint on the patient information center ix (pci) indicating that they are unable to hear sound from external speaker connected to pic ix overview computer located in emergency department. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel; instructed customer biomedical engineer to check cable connection from external speaker to remote solutions receiver unit. Customer biomedical engineer states that sound was restored from external speaker while inspecting cable. Based on the results of the analysis, it was determined that the product has malfunctioned but the cause: by a loose external cable. The issue was resolved by restoring the external cable.